Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction did not recur. Customer was informed that they could continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.